Manufacturer narrative:
Device history record review: a review was completed of the device history records (DHR) for the watchman flx left atrial appendage closure device with delivery system, part # m635ws50310, batch # 0034732117. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the watchman flx left atrial appendage closure device with delivery system was disposed therefore device analysis could not be performed. Procedural media was provided to assist in the investigation and was reviewed by a member of the bsc global medical safety organization. The media review report concluded: imaging confirmed embolization. However, the imaging does not allow for determination of the cause of embolization. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The watchman instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization (pain), hypotension, and device explant (additional device and imaging required, hospitalization) as potential adverse events. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. Based on a thorough review of the reported complaint and the corresponding labeling, the reported allegation is a well-known risk related to the use of the device or the procedure. The medical review task conducted for this complaint determined that the reported clinical event is anticipated per the IFU.

Event description:
It was reported device embolization occurred. On (B)(6) 2025, a left atrial appendage closure (laac) procedure was performed. A 31mm watchman flx laa closure device & delivery system (wds) was selected for use and the 31mm closure device was successfully implanted in the laa. Twenty-five (25) days after the implant, the patient reported hypotension without improvement and pain in the lower limbs. A lower limb doppler was requested by the physician responsible for the implant, and the doppler showed a significant decrease in blood flow. After that, a computed tomography (CT) scan was requested, which revealed the closure device was in the abdominal aorta. The patient was admitted for removal via endovascular approach. The removal was performed using a catheter loop up to the femoral vein. Afterwards, the vein was surgically opened, and the closure device was removed. There were no further patient complications, and the patient was discharged home two days later.

Event description:
It was reported device embolization occurred. On (B)(6) 2025, a left atrial appendage closure (laac) procedure was performed. A 31mm watchman flx laa closure device & delivery system (wds) was selected for use and the 31mm closure device was successfully implanted in the laa. Twenty-five (25) days after the implant, the patient reported hypotension without improvement and pain in the lower limbs. A lower limb doppler was requested by the physician responsible for the implant, and the doppler showed a significant decrease in blood flow. After that, a computed tomography (CT) scan was requested, which revealed the closure device was in the abdominal aorta. The patient was admitted for removal via endovascular approach. The removal was performed using a catheter loop up to the femoral vein. Afterwards, the vein was surgically opened, and the closure device was removed. There were no further patient complications, and the patient was discharged home two days later.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.